Event description:
It was reported by the rep that the device was used during a laparoscopic hiatal hernia repair. It was reported the surgeon used seven 35ol and two 511h in this case. The seven 35ol and two 511h began leaking. All trocars were replaced. There was no consequence to the pt.